Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen would unlock without the customer's interaction. Review of pump data by tandem technical support indicated that pump was unlocked via user interaction. However, the customer maintained that they had not unlocked the pump. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use current pump for insulin therapy.